Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent migrated and was removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: the synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was damaged and stretched for the entire length. The manufacturing crimp data for this unit was reviewed and there were no issues to note. The maximum crimped stent outer diameter was found to be within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The proximal balloon cone was tightly wrapped and evenly folded, the distal balloon cone appeared to be open and relaxed. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent migrated and was removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.